Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic surgery, the doctor installed the reload to stapler. There was automatic closure but it was unable to fire. The reload was replaced to complete the case. There was no reported patient outcome.